Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as an anterior needle to cuff detachment. The detached cuff tab was not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The observed anterior needle to cuff detachment appears to be related procedure circumstance such that the suture/ needles were pulled beyond the point of tautness during plunger retraction. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath prior to an interventional abdominal aortic aneurysm repair procedure. The suture of the first proglide device was successfully preplaced. Reportedly, another proglide device was used and a suture break occurred. The sutures of a new proglide device were successfully preplaced. The abdominal aortic aneurysm repair procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.